Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). A device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when follow up attempts were made by medical surveillance in order to obtain further information. The patient reported that on (B)(6) 2016 she obtained a result of 377mg/dl on the subject meter, which she felt was inaccurately high in comparison to a result of 85mg/dl obtained on a onetouch verio meter, within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes with humalog and lantus insulin and consumed more food or drink on (B)(6) 2016 in response to the alleged issue. The patient reported that immediately prior to the issue occurring, she had developed symptoms of hot, sweaty and incoherent and that she self-treated by consuming four glucose tablets. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event. As the patient could not be contacted, it could not be confirmed that the meter was not reading inaccurately prior to the event and therefore it cannot be ruled out that the device did not cause or contribute to the alleged injury.